Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve via transfemoral approach, some resistance was noted while inserting the sheath in the patient. The procedure continued and the valve was successfully implanted. During esheath withdrawal, the introducer exited the mid-section of the esheath, which was confirmed on visual examination. The esheath had split along its entire length. This resulted in severe hemorrhage at the iliofemoral level. It was decided to upsize to an 18f non-edwards sheath. The right femoral was wired contralaterally and an occlusion balloon was used to create hemostasis, the 18f sheath was removed, and the vessel was closed. However, the bleeding persisted, and a covered stent was placed. A blood transfusion was not required. All access sites were closed, and the patient was stable. The device is expected for examination.

Manufacturer narrative:
Update to d1, d4, d9, h2, and h3. Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual inspection revealed a full-length tear in the liner, with a detached liner strand measuring approximately 3 cm. The tip was observed to have opened as designed, and scratches were noted along the hdpe surface. Dimensional analysis confirmed that the liner thickness measurements were within specification. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a liner tear was confirmed through evaluation of both provided imagery and the returned device. Available information suggests that patient-specific factors namely severe calcification and tortuosity of the access vessel likely contributed to the event. These anatomical challenges can damage the exposed portion of the sheath liner, potentially leading to immediate cutting, tearing, or weakening. A compromised liner may tear during advancement or retrieval of the delivery system or balloon catheter. Additionally, vessel tortuosity can result in suboptimal angles during device manipulation, increasing the risk of non-coaxial alignment and subsequent liner damage during system passage. The presence of a liner strand was also confirmed during evaluation of the returned device. No manufacturing nonconformance was identified, and due to the absence of a lot number, a device history record (DHR) review could not be performed. However, the evaluation did not reveal any indication that a manufacturing issue contributed to the complaint. A review of the instructions for use (IFU) and training materials found no deficiencies, and no abnormalities were reported during device unpacking or preparation. As reported, resistance was noted during sheath insertion. Despite this, the procedure continued, and the valve was successfully implanted. Upon withdrawal, the introducer exited through the mid-section of the esheath, which was later confirmed to have split along its entire length. The liner strand observed on the returned esheath, combined with the patient's tortuous and calcified anatomy, suggests a challenging pathway that may have contributed to the liner damage. Furthermore, excessive device manipulation such as high push or withdrawal forces could have exacerbated the damage, leading to liner separation. Based on the available information, both patient-specific factors (tortuosity, calcification) and procedural factors (device manipulation) may have contributed to the reported event. However, a conclusive root cause could not be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery review found that the liner torn through the entire length of the esheath expandable part per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported sheath liner torn was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (tortuosity) likely contributed to the event, as the provided information indicates the presence of tortuosity at the access vessel. Vessel tortuosity can create suboptimal angles during the delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.